Event description:
It was reported that noise was observed on the lead. Yet, no noise was observed when the lead was connected to a new device. The device was replaced and the lead remains implanted.

Manufacturer narrative:
The field event was verified via review of the device's stored egms. It is believed that the noise observed on the stored egms is consistent with that caused by a lead fracture. The device's header wires were x-ray inspected; no anomaly was observed. The device was tested on the bench and on the automated electrical system. All device functions were normal.